Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain. Information was reported while the rep was doing a normal end of service (eos) replacement case. The caller stated that she did not know what the impedances were prior to the case today but the patient did not have any complaint about stimulation. When running the check connectivity the 0-6 were green and 7 red and 8-15 all red. When they ran the full impedances test the caller stated that all values with ref 0 were 40,000 ohms but not all values were showing red, some were green. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.